Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked from an unspecified location. Two cyclers had water damage. This occurred during an unspecified step of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.